Event description:
It was observed that during the device evaluation, the rigid endoscope telescope exhibited the eyepiece was loose and the distal end was worn. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due an excessive force (an impact or fall). Olympus will continue to monitor field performance for this device.